Event description:
It was reported that the insulin pump alarmed no delivery during a manual prime. The blood glucose reading was 273 mg/dl. The customer stated that the customer woke up, checked his blood glucose levels, and treat with a bolus; however, he found a bent infusion set cannula, which he advised was a result of his sleeping on the insertion site. He stated that he could not clear the no delivery alarm. Upon troubleshooting, it was found that insulin did exit the tubing during a manual plunger push. During the troubleshoot, the insulin pump alarmed no delivery again during a manual prime. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.